Event description:
It was reported that a catheter issue occurred. The opticross 35 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became twisted and kinked while progressing forward with the motor drive unit turned on. The physician was able to remove the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed kinks in the telescope and imaging assemblies. Microscopic inspection showed a bend in the imaging window assembly. Media provided by the customer does not show evidence of the reported issue.

Event description:
It was reported that a catheter issue occurred. The opticross 35 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became twisted and kinked while progressing forward with the motor drive unit turned on. The physician was able to remove the device. The procedure was completed with another of the same device. No patient complications were reported.